Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unit had scratched display window.

Event description:
It was reported that display screen was blank and buttons were not responding. Customer's blood glucose was not reported. Insulin pump would be replaced.